Manufacturer narrative:
Additional information received clarified that the initial reporter was not dr. (B)(6), but a nurse in the clinic. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that a nurse in the clinic first reported this event. The dates and times of the motor stalls and recoveries could not be provided as they did not have copies of those telemetries. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that contributed to the motor stalls. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that that the pump was replaced on (B)(6)2018. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (unknown concentration at 5mg/day) via intrathecal drug delivery pump. The indication for use was noted non-malignant pain. It was reported that the registered nurse at the clinic performed telemetry on the pump on (B)(6) 2018 and noticed that the motor had stalled, then restarted, then stalled again. The patient had a return of pain in the tailbone area, flu-like symptoms, and was overall "feeling lousy." No environmental, external, or patient factors were reported to have caused this issue. The physician prescribed prescription of opiates to help alleviate withdraw symptoms. Surgical intervention was scheduled for (B)(6) 2018. The issue was said to not be resolved and the patient was "alive - no injury." There were no further complications reported at this time.